Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The pump was removed due to infection. After it was removed, the patient had a series of health problems in the month of october and the beginning of november. The patient had a seizure, hadn¿t sleep in 5 days, she was vomiting ¿with a record blood pressure of 200s over 100s and she had a severe headache. The patient was diagnosed with a sub-arachnoid hemorrhage and they came up with the diagnosis of p.r.e.s. (Peripheral reversible encephalopathy syndrome). The patient had never had a seizure before or high blood pressure. At the time of this report, the patient had another pump implanted. The patient was concerned that with the first pump she had not been told certain things and what to watch out for. The patient felt that the nursing staff needed a lot more teaching on the pump. Per the patient, she did things the first time that she wasn¿t supposed to do like laying on her stomach; it was really hard for her to lie on her back. The patient hadn¿t used an abdominal binder to keep it from moving around. The patient really wanted success with the new pump as she wouldn¿t try again. Before the pump was removed, ¿it worked wonders but started to leak.¿ at that time the patient called the surgeon¿s office and his nurse told her it would have to be taken out. The patient felt that she was being treated like an addict as they knew nothing about it or how it worked. The patient stated ¿it was like my body went into shock.¿ the patient had incurred costs with ¿all of the visits to the ER (emergency room) via ambulance.¿ the patient was wondering if there was a way to ¿reduce slowly the amount of medicine in the pump¿ before it¿s removed in case she had to have the current pump removed.

Event description:
Following implant, the site kept leaking fluid. The patient was put on antibiotics for weeks, so it wasn¿t infected. For some reason, it built up fibrin fluid. The pump was removed. While implanted, the patient ¿loved it¿ and it seemed to work at relieving most of her pain. As of the date of this report, the patient needed to wait 6 weeks for the surgeon to insert another pump on the other side of her abdomen. The patient had since been diagnosed with pres (posterior reversible encephalopathy syndrome) and was wondering if it would prevent her from having another pump implanted. The outcome and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the hcp (healthcare professional), the cause of the event was unknown. The patient recovered without permanent impairment. The device system was delivering morphine.